Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Initial log review showed the placement signal drifting downward before going out of range. The pump flow went to zero and the cvp went out of range when the placement signal went out of range. Motor current and cvp were stable otherwise. All optical parameters were stable. The product was returned and went under a dp investigation since the log review indicated an issue with the dp, not optical, sensor. There were no abnormalities with electrical testing. There was some blood surrounding sensor as well as scratches around the surrounding metal border. The pump was run in the pressure flow loop test, where the sensor drift reproduced within the first hour of running. The lab reproduction looked similar to the field logs with placement signal drifting downward before going out of range. The root cause of the placement signal issue was sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. While on support there were placement signal issues and flow readings were not possible. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.